Manufacturer narrative:
(B)(6).

Event description:
It was reported that three months after an anatomic double-bundle acl reconstruction using endobutton, the patient developed moderate pain near the lateral epicondyle in deep flexion on the lateral side of the right distal femur. The patient experienced tenderness on palpation of the iliotibial band above the endobutton. A second-look arthroscopic was performed 24 months after surgery, this revealed excellent results and there was no meniscal or cartilaginous injury. The patient was treated with a second surgery where the iliotibial band was retracted and the endobutton was removed, 5 months after the surgery the lateral knee pain in the deep flexion was eliminated. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Evaluation is not possible, as the unknown endobutton device will not be returned. The part and lot number were not provided making an examination of the manufacturing records prohibitive. A review of the complaint records was performed for this device family which confirmed additional complaints have been reported within the scope of the reported study. The risk management documentation was reviewed and found to contain this failure mode within the risk file. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided. If additional clinical details become available in the future, the investigation will be reopened. During the studying it was reported that twelve months after the acl reconstruction, the patient experienced moderate pain in the lateral left knee on the motion. The patient also experienced tenderness and palpation of the iliotibial band above the endobutton. The patient was treated with a second surgery and the endobutton was removed. Two months following the second surgery, the lateral knee pain was gone. After three requests no individual clinical information has been provided for inclusion in this medical investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed.